Manufacturer narrative:
Device will be forwarded to MFR for eval.

Event description:
During the beginning of lap chole case, surgeon noted that there was not adequate power to the cautery hook via the cord. The rn left the room to get another cord, the surgeon stepped on the foot pedal to the device (conmed) a couple of times with no improvement in the circumstances. The anesthesiologist noted that there was smoke at the connection of the cord to the plug which was in the unit. As soon as the smoke was noted, there was a flame surge which caught drapes on fire. The drapes were over the pt's arms; however, were immediately extinguished with no harm to the pt. They jerked the cord out of the cautery unit (bovi) and stepped on it. After fire was out, they covered the drapes and continued with the procedure. A different cord was used; the same bovi and instrument were used. Surgery was delayed less than five minutes. Surgery was completed as expected with no change to the surgical plan. Pt required no additional medications.